Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot number (h10f01037) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) baxter regarding a related issue and reported additional events of peritonitis. The hp was eating at the time and became aware of the disconnection when they felt wet. The pdrn stated that the transfer set was replaced after the originating incident in (B)(6) 2010, but that the hp had developed 2 additional events of peritonitis. The hp's peritoneal dialysis(pd) catheter was removed in (B)(6) 2011; she was receiving hemodialysis(hd) at the time of this report. The pdrn or the hp could not give causality for the disconnection. The hp would continue with hd until (B)(6) 2011 when she would have another pd catheter placed and resume pd therapy. On (B)(6) 2011, baxter contacted the pdrn who gave pd effluent white cell counts and culture results for the events of peritonitis. Initial treatment was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.